Manufacturer narrative:
The 2.5mm diameter locking screw (1405-10xx) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. There was no report of any patient injury or plan for revision. After a similar event which resulted in a revision surgery was reported on MDR 3011623994_2016_00014, on 08/10/2016, it was identified that the issue reported in this complaint would be considered a malfunction that previously lead to a serious injury. The device was not returned to the manufacturer as it remains implanted. The specific identification of the screws was not available and therefore the device history record(s) were not able to be reviewed. The most likely cause based on the feedback from the surgeon is non-union. The surgeon is continuing to monitor the patient. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
On (B)(6) 2017 a surgeon sent x-rays to the company identifying one broken screw (1405-10xx) and one loose screw (1405-10xx) implanted on an unknown original surgery date. The surgeon indicated that no revision surgery was planned at this time.